Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02766 / 02767).

Manufacturer narrative:
Evaluation confirmed device fracture. No product identifcation was provided and only the fractured tip was returned. Examination of returned device was inconclusive.

Event description:
It was reported that patient underwent shoulder arthroplasty utilizing a copeland shoulder on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to wear. During the revision procedure, two central drills fractured and pieces were retrieved from the patient. Another drill was available to complete the procedure without delay.